Event description:
The customer reported a possible discrepancy. The donor is k+ using the bioarray hea molecular beadchip kit; serology results were k-.

Manufacturer narrative:
Interpretation: molecular presence of guanine at the polymorphic site, c.230g, of the bcam gene encoding the lutheran (lu) antigens, represents a homozygous lub individual1, as was reported by hea beadchip heai9054_8. Sequencing of bcam gene intron 2, exons 3, 5 and 6 did not identify polymorphisms associated with the lu null phenotypes2 . The klf1 gene, with 3 exons, encodes the erythroid krüppel-like factor 1 (or eklf1). Although the eklf1 is not a blood group antigen, it is known that variations in the klf1 gene are associated with the in(lu) phenotypes, which are characterized by reduced expression of the lu antigens2 . The klf1 gene of the sample was also pcramplified and sequenced using both in-house design and the singleton design3 . The sample is heterozygous c/g at the polymorphic site, rs3817621, located at 210 nucleotides upstream of the transcription start site. This klf1 variant is known to be associated with reticulocyte fraction of the red cells4 . Sequencing of exons 1 and 3 did not identify any polymorphisms associated with in(lu) phenotypes2 . However, use of three different primer pairs, including the in-house and the singleton designs, could not amplify the fragment between the intron 1 and the 3' end of exon 2, which suggests presence of unknown polymorphisms in this region of the klf1 gene associated with the in(lu) phenotypes2. In summary, this sample may have a novel klf1 variant with heterozygous c/g at rs3817621 and unknown polymorphisms in between intron 1 and exon 2, which could be related to lack of lub expression. The klf1 variants for the in(lu) phenotypes are not detectable in the hea beadchip assay as described in the package insert.

Event description:
The customer reported a possible discrepancy. The donor is k+ using the bioarray hea molecular beadchip kit; serology results were k-.